Manufacturer narrative:
The device will not be returned for evaluation; however, the provided photographs exhibit the reported incident. The hub appears to have separated from the outer tube. Complaint lot history was unable to be reviewed due to the unavailability of the lot number. Lot number was not provided; therefore, a DHR review was unable to be reviewed. A two-year review of complaint history revealed there has been 5 complaints regarding 10 devices for this device family and failure mode. During the same time frame (B)(4) have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed, (B)(4). Per the instructions for use, the user is advised the following; do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The product has been requested and the complaint investigation is ongoing. A supplemental and final report will be filed following the completion of the complaint investigation and device evaluation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed marketing representative reported on behalf of the surgeon that an "unknown" bur broke off the hub during a procedure. The actual product number was not provided, an educated guess on the product number was made to determine the product was hps-hb01. A photograph of the bur was received, which showed all the pieces were retrieved. Additional information has been requested but at the time of filing no information or product has been received. This report is being raised on the basis of device malfunction with potential for injury upon reoccurrence.